Event description:
Primary stability achieved, no osseointegration. At time of surgery, local infection/subacute chronic osteitis. Peri-implantitis. Preceding/simultaneous bone augmentation. Asymptomatic case. Extraction with immediate implantation, transgingival healing, normal op process. Impression taking in september, integration in october, implant loss in november. Patient is heavy smoker.